Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device restarted/rebooted on its own. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. This report was inadvertently submitted an reports of this nature are typically not submitted as there would be no potential for clinical impact. The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Event description:
Complainant alleged that during testing the device was delayed in transmitting through bluetooth. Complainant indicated that there was no patient involvement in the reported malfunction.